Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right atrial (ra) lead exhibited high thresholds, under-sensing and diminished sensing in multiple locations. It was further reported that another lead exhibited dislodgement in multiple locations during the implant procedure. Both leads were removed and replaced. No patient complications have been reported as a result of this event.